Event description:
A 55-year-old male with a history of chronic cardiomyopathy presented to the emergency department in acute respiratory failure and cardiogenic shock. He was intubated and urgently transferred to the cardiac catheterization lab, where an impella cp device was inserted via the right femoral artery. Initial hemodynamics revealed an elevated left ventricular end-diastolic pressure of 40 mmhg, and impella flows were 3.8 l/min with mean arterial pressure above 90 mmhg. A swan-ganz catheter was placed, and right-sided pressures were low; bicarbonate was administered for acidosis. Bedside echocardiography revealed a slightly dilated but functioning rv. Upon arrival in a tertiary care center; the patient was cannulated for peripheral veno-arterial extracorporeal membrane oxygenation due to persistent shock requiring high-dose vasopressors and severe acidosis. He remained intubated, intermittently agitated, and developed atrial fibrillation requiring amiodarone. Pulsatility was present except during artrial fibrillation episodes. Later, the patient experienced sustained ventricular tachycardia. Point-of-care ultrasound revealed the impella cp positioned 5.7 cm from the annulus with the pigtail abutting the left ventricular apex near an apical thrombus. It remains unclear if the thrombus was diagnosed before impella cp insertion. Under transthoracic echocardiography guidance, the impella was retracted to 3.7 cm from the aortic valve. Echocardiography showed a moderately dilated left ventricle with an estimated left ventricular ejection fraction of 15% and the persistent apical thrombus measuring 1 cm. Ldh was markedly elevated (>12,000), indicating hemolysis. The patient also had liver failure with ammonia levels >230 ¿mol/l, likely related to shock and suspected alcohol use disorder. Inr improved from 9.1 to 4.2, and the team planned to initiate low-dose bivalirudin for thrombus management while balancing bleeding risk. Lactate decreased from 19 to 3.6, suggesting improving perfusion. The patient remained on extracorporeal membrane oxygenation and impella cp support as a bridge to decision. Continuous renal replacement therapy was continued for renal support. After multidisciplinary discussion and a family meeting, the decision was made to transition the patient to comfort measures only and patient expired. The impella cp was coded for tachycardia, paroxysomal atrial fibrillation, hemolysis, renal failure and thrombosis. The reported arrhythmias are possibly illness-related or due to device malpositioning and interference with heart structures/the thrombus. The patient presented in severe cardiogenic shock with an estimated ejection fraction of 15%, significant left ventricular dilation, and systemic hypoperfusion, creating a highly arrhythmogenic substrate. Additional contributing factors include metabolic derangements (acidosis, elevated lactate), electrolyte imbalances, and high-dose catecholamine therapy (epinephrine and dobutamine), which increase myocardial excitability. The patient demonstrated significant hemolysis, evidenced by ldh levels >12,000. This is most likely related to the patient¿s critical illness and impella positioning near the left apex and adjacent thrombus, which can increase shear stress on red blood cells. Hemolysis is a known risk associated with mechanical circulatory support devices. Device function was verified and device was repositioned as needed. The hemolysis and renal injury were most likely a physiological consequence of the clinical scenario. Death was conservatively coded for the impella cp. Despite advanced mechanical circulatory support, the patient remained critically ill and we believe the outcome reflects the severity of the underlying disease process and refractory shock. Thrombosis is a known risk of mechanical circulatory devices, especially with extracorporeal membrane oxygenation and impella combination. It is unclear if the thrombus was already present prior to impella insertion. This would have been a clear contraindication for impella cp use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.